Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Customer not returning and lot number provided is not associated with the sku listed.  Product not received at investigation site.

Event description:
In this event it is reported that protaper gold rotary sx 19mm file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.